Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hose was replaced, and the unit was returned to service.

Event description:
The hospital reported the manual bag hose was torn, possible loss of manual ventilation. There was no report of patient involvement.